Manufacturer narrative:
No button error alarms noted. Unit had no button response due to corroded keypad traces. Keypad overlay had weak adhesive.

Event description:
It was reported that customer received a button error alarm. Button were not pressed longer than 3 minutes. Customer's blood glucose was 17 mmol/l. Insulin pump would need to be replaced.